Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that bd 60ml syringe luer-lok¿ tip unit package was damaged. This was discovered before use. The following information was provided by the initial reporter: material no: 309653; batch no: 9120806. It was reported that 3 syringe wrappers look as if the glue around the edges has melted to wrapper, causing sterility to be questioned when opened. Per customer email: narrative: we have had three (3) bd 60ml syringe wrappers that have been unable to be opened in a manner that maintains sterility of the syringe. Each of these wrappers have the same lot number and have all occurred this week. It appears that the glue area around the edge has melted into the plastic wrapper causing them to not pull apart easily.

Manufacturer narrative:
The customer's address is unknown. (B)(6) has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 60ml syringe luer-lok¿ tip unit package was damaged. This was discovered before use. The following information was provided by the initial reporter: material no: 309653 batch no: 9120806. It was reported that 3 syringe wrappers look as if the glue around the edges has melted to wrapper, causing sterility to be questioned when opened. Per customer email: narrative: we have had three (3) bd 60ml syringe wrappers that have been unable to be opened in a manner that maintains sterility of the syringe. Each of these wrappers have the same lot number and have all occurred this week. It appears that the glue area around the edge has melted into the plastic wrapper causing them to not pull apart easily.